Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide an update to fields (a6, b5, and h6) with information received, and to provide a correction to fields (b3, b5, and g2) with information inadvertently left. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, disposable distal attachment (d-201-11804) was verified to be incompatible to evis gastrointestinal videoscope (gif-q240x) based on instructions for gif-q240x operation manual. Furthermore, the additional information checklist states that the nurse noticed that it was incompatible to the endoscope. Therefore, the subject event may have occurred since the user used the distal attachment which was incompatible to the subject endoscope. The event can be prevented by following the instructions for use which state: ¿preparation and inspection¿ ¿preparation and inspection of the endoscope¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the case itself was only an observation of the stomach. The doctor asked the patient to undergo a re-examination to check for any falling objects, but the patient did not wish to have the gastroscope re-inserted. An x-ray was performed at a later date. There were no particular abnormalities. The tip attachment has not been found in the body or outside the body. The patient did not experience any side effects or complications. The patient currently has no abnormalities. Information inadvertently left out: the subject device was inspected prior to use and the tip attachment in this case was attached by the examining doctor. High-level cleaning performed using oer-4. The facility nurse noticed after the examination that there was no problem with the device itself and that the tip attachment was not compatible with the scope.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(6).

Event description:
It was reported that during an upper gastrointestinal examination, when removing the scope, the distal attachment went missing. The upper gastrointestinal examination was repeated but the attachment was not found and was not able to be retrieved. The physician decided to monitor the situation. There were no reports of patient injury. Additional information has been requested.